Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be due to a hole in the tubing of the transfer set that was created when the patient was using scissors to remove tape. The patient was not hospitalized for the peritonitis. The patient was treated with ancef and fortaz (dosages, route and frequencies not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. Peritoneal dialysis therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The device was discarded and not returned to baxter healthcare for evaluation. The lot number was not available therefore a batch review could not be performed. The cause was determined to be use error by the patient because it was reported that the ¿patient had been using scissors to remove tape and cut a slit into the transfer set tubing.¿ the homechoice patient at-home guide states, ¿before loading the disposable set, inspect the cassette and tubing for damage. Using damaged sets can result in contamination of the fluid or fluid pathways. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.